Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture and noise over-sensing which resulted in pacing inhibition and high ventricular rate episode. It was noted that the right atrial (ra) lead also exhibited failure to capture, high pacing impedance and noise over-sensing which resulted in inappropriate mode switch, pacing inhibition and high ventricular rate episode. The rv and ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.